Event description:
It was reported to boston scientific corporation in 2008, that a resolution clip device was used during a colonoscopy procedure performed on the same date. According to the complainant, during the procedure, the clip prematurely deployed, and fell into the patient; the clip was removed, using an unknown device. The procedure was completed using another resolution clip hemostasis device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine".

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date is unknown. The device has been disposed, and will not be returned. The device evaluation can not be performed; the cause of the reported malfunction is undetermined. The august 2008 15-month hemostatic clipping product family complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend for deployment issues was noted.